Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, more than three openings curved on anterior and posterior, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis were performed which identified: four openings striated on posterior and one opening crease smooth on the anterior. The fill test inspection was performed, the result is: no blockage. Based on the device analysis the final assessment is: one crease smooth opening on the anterior assessed as fold flaw opening and four striated openings on the posterior assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.